Event description:
During a vitrectomy procedure, there was no aspiration in the vitrectomy mode. Surgery was delayed. There were no pt problems.

Manufacturer narrative:
Calibrated line pressure which was slightly low.